Manufacturer narrative:
The device that was received was a vu-max band ligator device produced by (B)(4). On (B)(6) 2016 received e-mail from bsc (B)(4) affiliate confirming that the complaint device was a vu-max band ligator device which was used during an esophageal banding procedure performed on (B)(6) 2016. A speedband superview super 7 device was not used in the procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal banding procedure on (B)(6) 2016. According to the complainant, during the procedure, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal banding procedure on (B)(6) 2016. According to the complainant, during the procedure, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.